Event description:
Fluid did not flow through the device during implantation preparation. A 82-3100 was used to complete the case by surgeon's decision. There were no adverse consequences to the patient. No delay in surgery reported. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.